Manufacturer narrative:
Additional patient identifier: (B)(6). This report is for an unknown 4.5 mm cortex screw/unknown lot. Partial part number reported as 214.8xx. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent the hardware removal procedure due to leg pain. Surgeon removed (5) 4.5 cortex screws and a plate from patient¿s right femur. The procedure was successfully completed without any surgical delay. This report is for (1) unknown 4.5 mm cortex screw. This is report 3 of 6 for complaint (B)(4).